Manufacturer narrative:
Although this unit has been out of support life since late 2006, philips has requested that the customer return the unit to philips for eval. This complaint remains under investigation. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that during shift check the unit burned. There was no pt involvement.